Manufacturer narrative:
Analysis performed at nominal settings, including thermal and mechanical testing of the device did not reveal any anomaly. Analysis of device image indicated that a false eri was triggered due to auto-capture mode being enabled. Further analyses performed to verify device output in nominal and field settings indicated normal device performance. Longevity assessment was performed in field settings, and device was in normal range of operation at explant with appropriate remaining longevity.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, an elective replacement indicator (eri) alert was observed and the physician believed this was an incorrect measurement. The device was interrogated and it was noted that the pacing rate was under the programmed rate. The device remains implanted and no further information was available. The patient was stable with no consequences.